Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that circulation pump was unable generate more than -0.3 psi.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. Device functioned as expected in bypass mode, but with a loop attached, the pump would not hold a vacuum efficiently to obtain flow, thus confirming the reported issue. Device primed to fill in decon. Device unable to generate more than -0.3 psi. Circulation pump was serviced during the pm process. Torn tank seals. Pm performed. Tank seals were replaced. Serviced mixing pump. Replaced evaporator outlet tube, double-bend tube, heater(lot#1844 with lot#2509), the drain valves and the manifold o-rings. Coin cell was replaced due to age. Unit was cleaned. Tank was cleaned. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that circulation pump was unable generate more than -0.3 psi. Per sample evaluation results on 09jun2025, torn tank seals.